Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a shaft kink occurred. The patient was undergoing an embolization procedure of the gastric artery. During the procedure, it was noted that the shaft of the direxion catheter kinked underneath the hub and 20cm from the hub. The procedure was completed with another of the same device. There were no complications reported and the patient is in stable condition. However, device analysis revealed the nitinol shaft fractured.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned loosely coiled without a carrier hoop. The entire length of the device including the hub and shaft was inspected for any fm or defects; two breaks in the nitinol shaft were observed. The first break in the nitinol shaft was observed 3mm from the base of the device hub, the second break in the nitinol shaft was observed 26.3cm from the base of the device hub. A microscopic examination of the exposed liner as a result of the nitinol breaks was performed, no tears or holes in the exposed liner were observed. A leak test was performed, no liner leaks were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).